Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal end broken, as part of overall visual revision. Unit returned matches with upn provided by the customer.visual inspection was performed and the device presented distal tip damage (coilwire unraveled and corewire fractured). All the outer diameter (od) taken were compared and all of them were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that a guide wire tip detachment occurred. A 182cm choice guide wire was utilized during a stenting treatment procedure. In order to facilitate an exchange of the guide wire, an unspecified balloon catheter was advanced over the choice guide wire. However, as the wire was withdrawn, the tip unraveled and separated from the wire. The whole system was able to be removed with the guide wire still inside the balloon catheter lumen. The procedure was completed using a different device. No patient complications were reported and the patient&#38112;status was fine.

Event description:
It was reported that a guide wire tip detachment occurred. A 182cm choice¿ guide wire was utilized during a stenting treatment procedure. In order to facilitate an exchange of the guide wire, an unspecified balloon catheter was advanced over the choice guide wire. However, as the wire was withdrawn, the tip unraveled and separated from the wire. The whole system was able to be removed with the guide wire still inside the balloon catheter lumen. The procedure was completed using a different device. No patient complications were reported and the patient¿s status was fine.